Event description:
Report 1 of 3. It was reported that while using the bd bactec¿ peds plus¿/ f culture vials (plastic) thatb candida tropicalis is detected in sepsis panel (panel bottle lot: 3110967, panel bottle expiration date: 01/24/2024, biofire bcid2 panel lot: 318023) following the protocol, the blood culture gram is reviewed done by microbiology and the gram done by molecular biology, in neither of them are yeasts or blastoconidia observed, therefore the examination is validated without the detection of c. Tropicalis. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary catalog 442020 batch no. 3110967 customer reported a molecular false positive result. Neither photos nor returned good samples were received. Upon further evaluation it was noticed that complaint received was from a product already expired. Investigation cannot be conducted to the retention samples since the product is already expired. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The batch history record was not reviewed as the lot is expired, nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10

Event description:
Report 1 of 3. It was reported that while using the bd bactec¿ peds plus¿/ f culture vials (plastic) thatb candida tropicalis is detected in sepsis panel (panel bottle lot: 3110967, panel bottle expiration date: 01/24/2024, biofire bcid2 panel lot: 318023) following the protocol, the blood culture gram is reviewed done by microbiology and the gram done by molecular biology, in neither of them are yeasts or blastoconidia observed, therefore the examination is validated without the detection of c. Tropicalis. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.